Event description:
Patient received depo-provera (medroxyprogesterone acetate) after a qualitative signify hcg urine test resulted negative. 3 months later, the patient returned to the office and a second signify hcg urine showed a 'very faint' test line. Office staff considered the result to be "unclear" and ordered serum quantitative hcg testing, which resulted positive (42,818 miu/ml). No patient injury was reported. Testing was performed by the manufacturer on retained devices of the same lot as the complaint and one returned lot from the site. All devices resulted as expected, control lines were clearly visible and controls performed as expected. Patient sample was not provided for evaluation, therefore it cannot be definitively determined if the complaint is sample, product or user related. Due to the single-use nature of the device, genzyme cannot rule out the possibility that the actual device may have malfunctioned. If this complaint were to recur, there may be a potential for unknown and possibly serious risk to the fetus. As stated in the package insert: a negative test may result from a very early pregnancy with low levels of hcg or a urine specimen which is too diluted; if pregnancy is still suspected, the test should be repeated on a fresh specimen after two days.